Event description:
This report is in reference to 4000cms pca pumps/lock level; it has come to our attention that the lock level setting can be accessed in the clinician screen which is contrary to the proper operation of the pump. It is our understanding that this lock access screen was to be available only in the biomed setup function. This software glitch is causing the lock level to be inadvertently turned off thereby resulting in a pump being used with no security level in place and leaving the pump open to tampering. We have received an acknowledgement from chuck gray, curlin medical; he has confirmed that this is a software glitch. They are planning provide us with new pumps to replace the 38 pumps in our stock. To my knowledge there has been no injuries from the use of these pumps in stock.